Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep.; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 08/30/2022 by a sales representative via sems that an ar-8991 suture anchor and an ar-8991ds fibertak kit had the anchors pull out of the bone. This was discovered during a case with no patient harm.